Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported event.

Event description:
A legal guardian (lg) reported that the patient experienced an alleged allergic skin reaction associated with use of a podpal adhesive while wearing a pod. The patient had been wearing the pod on the leg for an unknown duration of use. The event was reported retrospectively and was stated to have occurred in early june 2025. According to the lg, use of the podpal resulted in skin irritation characterized by redness and inflammation. The patient sought medical attention on (B)(6) 2025 during a routine healthcare provider appointment, during which the skin reaction was observed and discussed. The pod and podpal had been removed prior to the appointment due to discomfort during removal. No pod was worn at the time medical attention was sought. The healthcare provider prescribed topical treatment (triamcinolone acetonide cream). The diagnosis specific to the event was documented as an allergic reaction to adhesive.